Event description:
Three moss miami magnium polyaxial stainless steel screws broke bilaterally at s1 and at the right ilium, three months post-operatively. According to the complainant, the screws were implanted in 07/2002 as part of a t12-s1 construct and they were explanted in 10/2002. There were no other adverse conseqeunces to the patient. The products were not returned for evaluation. A definitive cause of the event cannot be determined. No further evaluation could be performed. Information from the surgeons revealed that they used the screws in a complex scoliosis/flatback constrtuct. The screws were placed in the ilium. The moss miami magnum polyaxial screws are not indicated for this use. Therefore, it is likely that the in-vivo loads of this construct exceeded the load carrying capacity of the screw. To help to alleviate these types of events from recurring in the future, the trnasition radius of the screw shaft was changed to provide additional strength to the shaft. Since these complaints originated from one hospital group of surgeons who were using the screws in very complex and demanding constructs, and no other complaints have been reported, the change to the shaft is being incorporated on a phase-in basis. All of these surgeons have been contacted and informed of the design limitations of these screws. No further action is required.